Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the pt had two unk cypher select plus stents implanted: a 3.5 x 28 mm stent in the left main (lm) to left anterior descending (lad) segment and a 2.5 x 33 mm stent in the circumflex. The two stents were implanted using the culottes technique. Prior to completion of the procedure, the cypher select plus 3.5 x 28 mm stent in the lm/lad segment was noted to be fractured by angiography and ivus. The fractured stent separated and a portion migrated to the aorta, protruding out approx. Eight (8) mm. The fractured/separated stent was treated using balloon angioplasty only (poba) to affix/secure it and prevent it from being flushed into the aorta. The procedure was completed successfully. There was no reported flow-limitation, thrombosis, or aneurysm formation noted. Procedural films are not available. A total of four stents were implanted including a driver stent. The pt is in stable condition at the time of the report.

Manufacturer narrative:
The target lesion was reported to be: a bifurcation lesion, not calcified, mildly tortuous, a 70% stenosis, >60 mm length, and angulated. The total length of the stented segment was >66 mm. There was no myocardial bridging noted. The vessel was not in an area where the vessel was intramyocardial or an actively moving segment. There was stent overlap reported of the four total stents. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.